Manufacturer narrative:
Concomitant therapies: synthroid. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, hot to touch, redness, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events per tables 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment, possible treatment site response post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient in the cheeks and oral commissures with one syringe of juvéderm voluma® xc. Later that day, the patient began experiencing ¿major swelling of the tear troughs¿, cheeks experienced ¿swelling¿ and were ¿hot to the touch¿, redness, minor swelling in the ¿oral commissures,¿ and ¿inflammation.¿ the next day, the patient was treated with "hylenex," a "steroid pack" (medrol) and "antibiotics" (cipro). The patient was taking lisinopril 40, nexium, progesterone, estrogen patch, and synthroid 88 at the time of injection. The symptoms have resolved.